Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e-mail that he was in the hospital three years ago with diabetic ketoacidosis for high blood glucose. Customer also indicated that the act button on the pump malfunctions. Customer did not indicate any significant events leading to the error. Customer's blood glucose at time of e-mail was unknown. No further information was given.